Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely through merlin.net transmission with intermittent ventricular undersensing. It was speculated that the issue may have stemmed from a loss of contact for the device from the tissue. Programming changes were suggested for the patient, yet the patient will be monitored for the issue.